Event description:
It is reported that the pt is experiencing postoperative implant cracking and popping.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface, femoral component, or patellar component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Info was received was received from a consumer who is not required to complete form 3500a. This report will be amended when our ivnestigation is complete.